Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3587a25, lot # n194647, implanted: (B)(6) 2009, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in 2014-(B)(6), the patient had been in agony. &#62036; is not easy&#63511;hen she was suffering from hot boiling heat. She suffered from pain that was boiling heat that started in her skull and went down her forehead and went down to her eye and her eye ball. Her eyes would shut then it went down all around her cheeks, then down the jaw line and it was very painful. She was boiling so bad from the heat that she suffered from and she was screaming because it was so hot. Then in 2014-(B)(6), the patient had a loss of therapeutic effect. She was implanted for heat/burning in areas of the head/face and she had been having these symptoms, when stimulation was on and off, for about a year. She had been bedridden because of the symptoms for 2 months. It was noted that she had a couple of falls during the year, but the patient did not provide more information about the falls. The symptoms included burning sensation, and the patient described that her lips and eyeballs were on fire. She was ignited in flames. When she felt this way that was when she knew when to put the implantable neurostimulator recharger (insr) on. She felt like there was dripping boiling oil coming from her brain. The patient went to the hospital 7-8 days ago regarding the symptoms. They only treated her for heat and she went home miserable. She could not see out of her eye because of the boiling. Her hair was up in flames. Her hip was boiling. She felt distress because she was on fire. Her face/cheek and underjaw/bone were boiling. The sensation went into her ear and out her left nostril. She had been suffering so bad. She was really dying here and was in so much agonizing pain and heat. There was boiling and heat blazing from her skull. As the patient described these symptoms,she broke down crying and talked about being desperate and not having a life. A crisis hotline script was read to the patient and she wanted to talk to someone. The national suicide prevention lifeline was conferenced in to the patient. The suicide hotline personnel asked the patient about her mental issues and suicidal thoughts. The patient reported that she was not going to commit suicide. It was noted that the patient stated things that did not make much sense, such as "if whole unit is working properly not getting anything charged up right, even when she is doing charging it doesn't feel any better." The patient was offered to be helped walked through how to adjust stimulation to see if it could help her current state of pain but the patient never began this. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a brain cortex stimulator. It was note that the patient recharged her implant on the night prior to report. It was noted that all of a sudden the patient went to sleep and got a boiling hot heat coming from her eyes. It was noted that the heat coming from her eyes blinded her. It was noted that the patient was in bad shape from 12:30 to 1:00 when it happened on the night prior to report. It was noted that the patient could not get her programmer to work with the implant. It was noted that the patient got it to work on the day prior to report, but this had been an ongoing issue. It was noted that on the night prior to report was her last time dealing with it. It was noted that the patient was in agony when the boiling occurred. It was noted that the stimulator was used to control this boiling when the stimulator was off and this was a return of symptoms. It was noted that the patient was feeling stimulation and it was not how he usually felt it. It was noted that the patient was in agonizing pain. Additional information received reported that the patient programmer would not do telemetry with or without the antenna. It was noted that the recharger worked. It was noted that the anomaly appeared to have occurred through product use. It was noted that there was no indication of patient harm.

Manufacturer narrative:
Upon further review it was noted that the patient's report of " being desperate and not having a life" as she notes this along with her concerns related to her burning pain for which she was implanted with the scs device. The patient spoke to a suicide hotline and stated she was not going to kill herself. There was not a report of suicidality related to the scs therapy. The outcome of this event is no longer considered to be life threatening.